Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Additional observations: crease flat is observed. No further actions are required as the device was implanted.